Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2010, inr: 1.2. (B) (6) 2010, inr: 5.1. (B) (6) 2010, inr: 2.9, 4.8. Caller also alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 2.9, 4.8, lab: 8.0, 8.0.

Manufacturer narrative:
Investigation pending.